Manufacturer narrative:
The mini link transmitter communicated properly with the insulin pump. No weak sensor or lost sensor alarm noted during testing. All buttons function properly however, moisture damage was noted on keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump showed button error alarms in the history, while he was troubleshooting for lost sensor alerts. The customer's blood glucose was unknown at the time of the button error alarms. The insulin pump had not been exposed to moisture. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.